Manufacturer narrative:
During the investigation, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. The load cell characterization check revealed an over-reporting load cell, which was replaced to address the ua07. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the ua07, and one similar complaint was reported for the autopulse platform with sn (B)(6). Ccr 46091 was reported on august 05, 2019, and the load cell was replaced.

Event description:
During the investigation, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. No patient involvement.